Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2015 with the following findings: on investigation, the alleged blank display issue was duplicated. Review of black box data did not show any alarms or warnings that could lead to blank display issue. The pump powered up to a blank verify screen with auditory and vibratory features. The remaining testing was not completed due to the blank display issue. Pump casing was opened and a cracked screen was found inside. A clear and legible display was restored when the damaged screen was replaced with a test screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter name and address: (B)(6).

Event description:
On 05/11/2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.